Event description:
It was reported that during an implant procedure, the lead had positioning and sensing difficulties. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the helix mechanism. The full lead was returned for analysis.